Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned dislodged stent noted no blood or contrast visible, which may suggest that the stent came off the stent delivery system (sds) at some point during removal from the packaging or preparation for use, though this cannot be confirmed. The middle portion of the stent was slightly smashed with no other damage noted. Additionally, the stent was measured and found to be 15 mm in length. The sds catheter and protective sheath were not returned for analysis, both of which may have aided the investigation. Potential factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. If significant pressure is inadvertently applied during removal of the protective sheath, the stent can sustain mechanical damage and become disrupted on the balloon, thereby facilitating stent dislodgement. Multiple attempts were made to get clarification from the account regarding the returned stent; however, no additional information was available. Based on the insufficient information received with this complaint and the analysis of the returned stent, a definitive cause for the dislodgement cannot be determined. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is destructively tested for stent movement to verify stent security and dislodgment force.

Event description:
It was reported that an unknown abbott stent implant was returned dislodged. The stent delivery system was not returned. Although requested, the site was not able to provide any additional information regarding the stent. However, there were no patient effects reported.